Event description:
It was reported that the user experienced hyperglycemia while using the ilet, with cause unclear, after education and troubleshooting were completed. Symptoms included elevated blood glucose. Outcomes included elevated glucose readings without additional reported impacts. Investigation included a review of device use, user education, and troubleshooting steps. Investigation of this case revealed no confirmed device malfunction and no identified component failure, and the available information did not establish a device-related cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.